Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in backup vvi mode during a follow-up in the clinic. Patient was asymptomatic. A firmware download was performed to restore the device and the device remains implanted.